Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit was functional during evaluation but was serviced by updating the software and replacing the damaged gearbox as encoder 2 was worn, the out-of-date battery, the damaged rotor as the rollers were not spinning freely, and the damaged seal sensor as it was worn. In addition, the gasket and tie were replaced due to the opening of the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had overfilled. Additional information was received stating that the device was not used on a patient at the time of failure. The device over delivered in the designated testing time during routine between patient testing.